Manufacturer narrative:
We will send a final report once the investigation will be concluded.

Event description:
Intra-operative breakage of thread of the trial impactor 9057.20.555, lot#1405493 occurred on (B)(6) 2018. While impacting a definitive delta fins cup. Twenty (20) minutes of prolonged surgery time were reported due to this issue. Estimated number of uses of the instrument: 70-90. Event happened in (B)(6).